Manufacturer narrative:
The device has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details the motor controller assembly was corroded and the trigger assembly was sticky. They were both replaced in addition to other components. The device was repaired and returned to the customer.

Event description:
The handpiece was returned to the mgr for preventative maintenance. During the repair, it was reported by the repair tech that the trigger assembly was sticky. There was no pt involvement and no adverse consequences associated with this event.